Event description:
A nasopharyngeal airway was found in a patient and the airway does not have any identifying information. It is a green soft plastic looking tube with 28fr on the side and small circle. According to the pictures of the curaplex by bound tree nasopharyngeal airway, it is similar in appearance.